Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer's related reference number: 2017865-2021-07177. It was reported the patient presented in the clinic for a routine device check. Upon interrogation, it was observed the implantable cardioverter defibrillator (ICD) exhibited oversensing on the right ventricular channel, the device also had stored episodes of right atrial lead noise; it was a known issue to the clinic, the lead was occasionally exhibiting noise. No intervention was performed, the nurse practitioner elected to continue monitoring the patient remotely. The patient was in stable condition.